Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device functioned properly. Device was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that he was hospitalized. Blood glucose value at the time of the admission was 500 mg/dl. His doctor advised him to go to the emergency room as he might have been experiencing diabetic ketoacidosis. He was admitted for 3 days. Customer stated he has been having significant shifts in his blood glucose levels. Customer stated that at night his blood glucose was 40 mg/dl and then in the current morning it was 300 mg/dl and it is not due to what he is eating. He treated with the insulin pump and a manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Customer was able to rewind and perform manual prime. No insulin leak found. Time, date, basal rates and bolus wizard are set up correctly. Two no delivery alarms found in the alarm history. Customer had changed the infusion set the night before. He removed it and the cannula was not bent. The insulin pump passed the high pressure test. Nothing further reported.